Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had not used the implantable neurostimulator (ins) for a few months because of no pain. It was further noted that when they went to use the ins two days ago the ins was at a quarter and the patient programmer was about half way. It was noted the patient changed the batteries in the programmer two days ago. The reporter stated they charged the ins up to 80%, turned stimulation on, and initially felt a tingling sensation, but then it stopped. The reporter further stated that stimulation was not on long enough for them to determine if they were getting relief or not. It was noted the patient had all five programs at an amplitude of 6.0v and that did nothing for the patient. It was further noted the patient turned all programs down to zero and changed program b to 3.8v. The reporter stated that in certain positions they can feel stimulation, but if they make a little move they cannot feel stimulation. The reporter stated that prior to this problem, they had stimulation on 24 hours a day and they always felt stimulation. It was noted that this was the second time this happened. It was further noted the patient had no recent falls or trauma. It was noted the patient confirmed the ins was at 3/4 with the patient programmer and recharger. It was further noted the first time the patient tried to use the ins was (B)(6) 2013. Additional information received reported that impedance testing revealed all electrodes were greater than 40,000 ohms. The reporter stated that no malfunctions were seen at the time of this report. It was noted the patient was directed to contact their healthcare professional. It was further noted that no therapy was possible due to out of range electrodes. It was noted that no devices had been explanted at the time of this report. Additional information received reported the patient was still having concerns regarding their device or therapy, but were working with a manufacturing representative. It was noted the patient had an appointment on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3 55029, lot# n076322, implanted: (B)(6) 2007, product type accessory; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 377860, lot# v015441, implanted: (B)(6) 2007, product type lead. (B)(4).